Event description:
It was reported that this inflatable penile prosthesis (ipp) was returned to boston scientific without allegation. Upon analysis a device problem was identified.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The cylinders were visually and microscopically examined, and functionally tested. No anomalies were found. The pump was functionally tested and did not pass the valve deactive state test. The product analysis concluded these valve deactive state issues could affect the functionality of the device and may have contributed to the surgical intervention to explant the device.